Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient showed hearing progress since first fitting. Now the hearing sensation of the child with the device has changed. Further tests and re-implantation are being considered.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The patient showed hearing progress since first fitting. Now the hearing sensation of the child with the device has changed. The child is responding to sound; the parents did not notice any severe reduction of hearing sensation up to now. The device was explanted in (B)(6) 2019.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, likely caused by minute device mobility is suspected. To determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
The patient showed hearing progress since first fitting. Now the hearing sensation of the child with the device has changed. The child is responding to sound; the parents did not notice any severe reduction of hearing sensation up to now.